Event description:
Boston scientific received information that this implantable lead was fractured. The lead was explanted and replaced with another manufacture's lead. The lead is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.